Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead was not sensing p-waves, had high thresholds and no capture. X-ray showed the ra lead had dislodged and was in the right ventricle. The ra lead was repositioned and remains is in use. No patient complications have been reported as a result of this event.